Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending upon investigation of the product.

Event description:
The sales representative reported that on the event date, the patient was undergoing revision surgery to extend to construct. The surgeon was working on the lower lumbar spine from l-4 to s1. The surgeon was removing closure tops when the driver bent. He was able to use the other driver from the kit event though it also bent. The surgeon was able to complete the surgery as intended with the second bent driver. The malfunction has resulted in an adverse event in the past.